Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited a low, out-of-range shock impedance measurement which was detected through the remote monitoring system. A local field representative confirmed with the time stamp that the patient underwent a ventricular tachycardia (vt) ablation at the time that the daily measurement for shock impedance was run. The shock impedance measurement obtained post ablation was normal. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.